Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Brush head became detached [device breakage]. Looks like the location where the pin mounts to the head is extremely thin (which is actually the point of failure) [device physical property issue]. Case description: consumer contacted via e-mail and stated that his son was using a brush head for the first time and the head became detached. No serious injury was reported.